Event description:
Facility central processing manager called to report that during a procedure the tip broke off of a large reduction forceps . The facility reported that the breakage is in the thicker part of the forcep. The physician was able to successfully complete the procedure by using another reduction forcep on hand. The procedure was successfully completed with no injury to the patient reported. This report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.